Manufacturer narrative:
(B)(4). The customer reported false ECG readings. There was no report of negative pt impact. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported false ECG readings. There was no report of negative pt impact.